Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio and beep anomaly. Customer's blood glucose value was unknown at the time of the incident. The customer stated that they cannot hear the alarms and beeps. Customer was assisted with troubleshooting and issue was confirmed during the call. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume and each setting functioned properly. No unexpected audio or vibration anomalies noted. No hardware low level failures error noted during self test or in device history files.